Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the lead was confirmed based on the observation that two of the tip tines were damaged. The tines were partially torn/cut-off, most likely handling damage.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to placement difficulty. This lv was never in service. No adverse patient effects were reported.